Event description:
A medtronic representative reported that while in a spine procedure, it was found that the 2.25mm pedicle probe tip twisted approximately 2 inches. The surgery was completed with the use of the stealthstation treon treatment guidance system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available at time of this report, but have been requested. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. The medtronic representative at the site reported that the surgeon completed the procedure with use of a second instrument. RMA issued. Suspect device has not yet been received by the manufacturer for evaluation.

Manufacturer narrative:
Evaluation of suspect probe finds: the tip of the probe is visibly bent. With markers attached the probe returns good geometry error but very high divot error due to the bent tip. Physical damage and deformation directly caused the event.